Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. On day 2 of support, there were reported purge pressure high alarms. The medical team first verified there were no kinks or blockages in the purge tubing and then decided to add tissue plasminogen activator (tpa) to the purge solution. Additionally, it was noted that a thrombus was present. The following day, there was still high purge pressure alarms, and it was noted that there was still about a half a bag of purge solution with tpa to be used. The tpa was used through the next day, on support day 4, however no further alarms were reported. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: the investigation has been completed. Thrombosis: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Purge pressure high: the data logs confirmed high purge pressure alarms and showed a gradual rise in purge pressure for about four hours before an alarm triggered. Before purge pressure rise, flows were at p6 became saturated with increasing pump flows were outside the expected range of 3.4 - 4.1 liters per minute and motor current was trending up. There was no motor current spike before the rise. Purge flow also was decreasing. There were two bag changes following high purge pressure trigger, both within standard time. Clinical details mentioned tissue plasminogen activator was added to the purge. Elevated purge pressure was sustained through till end of logs. The cause of the purge pressure high was determined to be due to biomaterial build up as evidenced by log pattern showing gradual purge pressure increase with no motor current spike prior. Device history review: the pump passed all post sterile inspection checks.